Event description:
Patient admitted due to inappropriate shock. Consistent noise was observed during follow-up. Lead was explanted. Should additional information be received, this file will be updated.